Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported condition, fluid intrusion, was confirmed during baxter's device investigation. The evaluation revealed corrosion on the wireless module flex and radio printed circuit board (pcb) as a result of fluid intrusion. The device was removed from service.

Event description:
It was reported a wireless module for a spectrum pump had fluid intrusion. It was also reported there was no patient injury related to this condition.